Event description:
On 02/26/2010, the aci sales professional was made aware that a (B) (6) female pt had a pseudoaneurysm (psa) following a coronary diagnostic case in which the mynx device was used on (B) (6) 2010. Access was obtained via a 6f sheath. No info was provided regarding whether a femoral angiogram was performed nor the location of the stick. Hemostasis was successfully achieved and the pt was ambulated and discharged per hosp protocol. There was no report of device malfunction or difficulty during mynx deployment. Approx 5 days later, the pt returned with what was reported as a ruptured psa. The pt was taken to the operating room for successful vascular repair. The pt tolerated the procedure well with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported pseudoaneurysm could not be determined. It is unk if the pt's activity level post discharge caused or contributed to the late developing pseudoaneurysm. In addition, pseudoaneurysm is an anticipated complication of catheterization procedures, regardless of the use of closure devices. There is no evidence to suggest that the mynx device did not meet specification. It was reported that hemostasis was successfully achieved with the mynx device. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. The review of the lhr (lot f1000501) indicated that the mynx device met all performance specifications upon shipment.